Event description:
It was reported the patient could feel "vibrating" from the device. Patient's spouse also could feel "short bursts" from the device. Follow up with the physician's office revealed patient was seen in the office and device function was normal. Device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.